Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were air bubbles in gel and the additive was abnormal with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from french to english: we have a problem with several of our tubes, gel air bubbles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9302384. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-10-29. Medical device lot #: 9336042. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-12-02." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were air bubbles in gel and the additive was abnormal with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: we have a problem with several of our tubes, gel air bubbles.